Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having thorocolumbar spinal fusion therapy for pseudoarthrosis. It was reported that when surgeon used a driver to replace screws from a prior surgery and upsize to a larger diameter at one level. The patient¿s bone was described as very hard, and the screwdriver tip broke during insertion of the new screw. A broken tip fragment was generated, removed, and discarded, and no fragment remained in the patient. No patient symptoms, complications, or additional treatment or surgery were reported, and the patient outcome was alive with no injury. Additional information was received via manufacturer representative that there is no issue with the screws but the patient bone quality was hard causing the screwdriver to break.